Manufacturer narrative:
One (1) photo was shared by customer where the component spiro is separated from the item. Due to no lot number or item were shared it's not possible to confirm if the detached spiro belongs to the item. No additional damage or anomalies on the whole set were observed. The low history review couldn't be performed due to lot number for this complaint was unknown.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The incident involved an unknown 4¿ (10cm) smallbore trifuse ext set w/3 microclave, 3 clamps, rotating luer on an unknown date. It was stated in the report that the customer experienced disconnection. It occurred with chemotherapy infusing. The c-clip was utilized and the disconnection occurred in the same location. There was patient involvement and unknown patient harm reported.